Manufacturer narrative:
(B)(4). Investigation is still under investigation.

Manufacturer narrative:
During investigation, a review of complaint history, information for use (IFU), manufacturing instructions (mi) and quality control (qc) was conducted. The complaint device was not returned for inspection. Returned images were evaluated. The tulip filter is tilted towards right on image, but spine is also to right of ivc either image is inverted right to left or patient has a left sided vc. Filter placement or removal in a left sided ivc from jugular vein approach would be difficult. Since removal was "routine", the image is likely inverted. Renal vein washout is lower on right side of image than left. This would suggest correct image orientation filter hook projects into right side of image renal vein washout one left side of image leg has perforated ivc perforation stops at secondary wire acc to complaint report, perforation occurred in approximately 2 months. A very small round filling defect at apex of filter legs is consistent with a very small clot. The image is most likely inverted; however, if it is correct, placement in a left sided vc would increase filter tilt probability when placed through right femoral vein filter tilt was increased by leg perforation. Implant period is approximately 2 months, but patient's medical records are unknown. Filter perforation of the vena cava wall is a well known risk and several case reports published in articles, describe filter perforation of the vena cava wall. A reference is made to the instructions for use - in potential adverse events are mentioned: damage to the vena cava; pulmonary embolism; filter embolization; vena cava perforation; vena cava occlusion or thrombosis; hemorrhage; hematoma at vascular access site; infection at vascular access site, and death. No evidence to suggest that this device was not manufactured according to specifications. The root cause of this complaint event cannot be determined from the information provided. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
The physician reported that he retrieved a tilted gunther tulip ivc filter from a pt. Pt is fine and was asymptomatic. The filter was not placed at facility where it was removed.